Event description:
It was reported to resmed that an astral device intermittently charged its internal battery. There was no patient involvement reported.

Manufacturer narrative:
Evaluation of the device could not confirm the reported complaint. An investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device intermittently charged its internal battery. There was no patient involvement reported.

Manufacturer narrative:
The astral device was returned to third party service center. Evaluation confirmed the reported complaint. The battery was replaced to address the issue. The device was serviced and tested before it was returned to the customer. Resmed reference#: (B)(4).